Event description:
Transpedicular screw fractured. It was removed on 6/26/93. The entire fixation device was loose and bone grafts failed. Physician trained by practicing on a dummy. Rptr was his first pt with this device. Rptr states surgery found to have been unnecessary.